Manufacturer narrative:
Analysis of the software 9733686 s7 synergy spine (unknown lot/serial #) found an anomaly, which was tracked through test track 11197 and references to this case have been added to that record. Product event summary #s7 images rotating on volume concomitant medical product: other relevant device(s) are.. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that in the navigation image in the trajectory views, the image and cad model of the probe start to float/rotate together. It was indicated it's consistent when they are navigating the imaging volume. The same issue was previously reported but only with the edge of the volume. Now the issue happens on the actual volume. No patient present at the time of the event.